Event description:
It was reported that a few days post implant, the patient had a pericardial effusion and had a pericardiocentesis. The right atrial (ra) lead exhibited loss of capture and loss of sensing. It was suspected that the ra lead caused cardiac tamponade. During the ra lead revision evidence of a pocket hematoma was observed. The implantable pulse generator (ipg) was removed from the pocket. The hematoma was evacuated, and all clots were removed. During the repositioning of the ra lead high thresholds and diminished sensing were observed and the lead was removed and replaced. The ipg and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.